Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient had severe aortic regu rgitation and was not a surgical candidate. The physician decided to implant an evolut valve as a last effort to treat the patient. The patient's annulus was sized for a 34mm valve. Several deployment attempts were made however the valve would not anchor in place. The physician decided to try a 29mm valve, however this was also unsuccessful. The procedure was aborted. No adverse patient effects were reported.

Manufacturer narrative:
Concomitant medical products: product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d. Device information updated h4. Device mfg date updated h6. Method code updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.